Event description:
It was reported that the pump battery was depleting too quickly compared to previous performance. No impact on the customer's blood glucose level was mentioned. The customer was out of warranty and was in the process of obtaining a new device, but declined further follow-up from customer technical support.